Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number. This report is filed on june 03, 2019.

Manufacturer narrative:
This report is submitted on april 16, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported the patient experienced extrusion of the device, additional information was requested but was not made available as of the date of this report.